Event description:
A consumer called to report that, following cataract surgery, consumer has been experiencing blurry vision in reduced light or darkness. The consulting ophthalmologist performed a yag laser capsulotomy with no relief of the reported symptoms. It is dr's (consulting ophthalmologist) opinion that the symptoms may be associated with bleeding that occurred at the time of surgery which subsequently lodged between the posterior capsule and the intraocular lens allowing a monolayer of red blood cells to occur. However, this theory has not been confirmed.